Event description:
The customer reported that the side window has a tear in the netting of the canopy. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows the large window b zipper's slider body is open and the large window b has a 2 inch tear in the netting. There is other damage to the canopy that is not relevant to this complaint. (B) (4).